Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump would not rewind. Blood glucose value is unknown. She stated that the device is out of warranty; she wanted to start the process to get a new insulin pump and declined to get a loaner insulin pump. Call was transferred.